Event description:
Olympus was informed via service inquiry that the asset/demo visera 4k ultra high-definition camera control unit had a reported ¿error e117¿. The error was found during preparation for use. No death, injury or harm was reported. The product will be returned for service.

Manufacturer narrative:
The referenced asset was returned to the olympus regional repair center for evaluation. The customer¿s reported issue was confirmed, there was no image and error e117 (otv error) displayed. The error was attributed to a defective integrated (ssd) solid state drive. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty solid state drive olympus will continue to monitor field performance for this device.